Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed on the dialyzer filter. It was also reported that broken dialyzer fibers were identified. The machine, a fresenius 2008k@home, alarmed appropriately with a blood leak alert. It was unknown what type of bloodlines were being used. A blood test strip was not used. The patient¿s estimated blood loss (ebl) was about 200 ml. Follow-up confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation.